Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking externally from the header of the device and dripping onto the floor. The machine, a fresenius 2008t hd machine, did not alarm. Fresenius bloodlines were also being utilized during the treatment. No physical damage was observed on the dialyzer. After the blood leak was noticed, the treatment was stopped. Blood was returned to the patient from the arterial side of the circuit only. The patient¿s estimated blood loss (ebl) due to the event was less than 100 ml. The patient did not complete hd therapy as treatment was not restarted. However, the cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was removed from service for evaluation. The cm confirmed there was nothing wrong with the machine and stated that it was returned to service after being tested. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking externally from the header of the device and dripping onto the floor. The machine, a fresenius 2008t hd machine, did not alarm. Fresenius bloodlines were also being utilized during the treatment. No physical damage was observed on the dialyzer. After the blood leak was noticed, the treatment was stopped. Blood was returned to the patient from the arterial side of the circuit only. The patient¿s estimated blood loss (ebl) due to the event was less than 100 ml. The patient did not complete hd therapy as treatment was not restarted. However, the cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was removed from service for evaluation. The cm confirmed there was nothing wrong with the machine and stated that it was returned to service after being tested. The dialyzer was reported to be available for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking externally from the header of the device and dripping onto the floor. The machine, a fresenius 2008t hd machine, did not alarm. Fresenius bloodlines were also being utilized during the treatment. No physical damage was observed on the dialyzer. After the blood leak was noticed, the treatment was stopped. Blood was returned to the patient from the arterial side of the circuit only. The patient¿s estimated blood loss (ebl) due to the event was less than 100 ml. The patient did not complete hd therapy as treatment was not restarted. However, the cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the machine was removed from service for evaluation. The cm confirmed there was nothing wrong with the machine and stated that it was returned to service after being tested. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.